Event description:
Pt underwent a modified norwood stage 1 reconstruction with 4mm right ventricle to pulmonary artery sano conduit with complete atrial septectomy, arch reconstruction with aortic hemograft, as protocol cultures of graft were sent. Notified of + cultures 08/2004. >10 colonies of mycobacterium gordonae isolated. #cultures for mycobacterium are pending. Pt remains hospitalized. To date, pt has responded to treatment with antibiotics.